Event description:
(B)(4). Event occurred in the united states. It was reported that the infusion set's tubing was disconnected from the site when the package was first opened. Patient's blood glucose level was 106 mg/dl at the time of this event. Therefore, the patient replaced infusion set and successfully resumed insulin. No further information available.